Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the low free space. Review of logfile showed malfunction of ip-pc malfunction. The fse performed the troubleshooting and confirmed the system was having only six data patients with images less than 150. The fse recreated the database. After recreating the database, system was in good working condition. The codes were updated based on the investigation outcome. The evaluation method was corrected.

Event description:
It was reported to philips that the device was giving an error indicating that disk space is low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.